Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and fluoroscopic images. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, recorded in 2016, showed the pacing impedance fluctuating between 800 and 1,100 ohms. Four tests, performed between 2019 and 2021 recorded the impedance around 600 ohms. Performed threshold test recorded an increase from 0.7 v @ 0.4 ms unipolar in november 2016 onto 7.5 v @ 0.4 ms unipolar in february 2020. A iegm recording from 17 january 2020 showed loss of sensing and capture on the ventricular channel. The analysis of the provided fluoroscopic images showed the lead implanted with less slack and a lot of pull after a suspected repositioning. A fracture of the conductor coil in the distal areas could be confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After implantation, v. Lead impedance decreased steadily. In 2018, a lead fracture was suspected. In 2019, the physician detected the lead fracture around the ring conductor of v. Lead on x-ray. A lead revision is scheduled.